Event description:
It was reported that the patient had the artificial urinary sphincter removed due to atrophy and leaking. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient was doing fine following the revision surgery.

Manufacturer narrative:
Additional information b5.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to atrophy and leaking. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.